Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 251 mg/dl, 145 mg/dl and 73 mg/dl. The customer was assisted with troubleshooting and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. No unexpected resetting time/date after changing battery noted. The insulin pump was monitored and tested with no blank display and unexpected battery out limit alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.